Manufacturer narrative:
The insulin pump had button error alarm due to corroded keypad traces. The pump was unable to verify the motor error alarm due to keypad damage. However, the motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Also, the pump had missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 128 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.